Event description:
It was reported that 25,000 units of heparin infused in 90 minutes. Medication was given to counter act the overinfusion. The pt died five days later and the user facility reported his death was unrelated to the overinfusion.